Event description:
A user facility reported that a hemodialysis patient was found unconscious with no pulse, sitting in a treatment chair by a dialysis clinic staff member, with a large pool of blood under the treatment chair and venous needle dislodged during hemodialysis treatment on (B)(6) 2014. The hemodialysis machine did not alarm or stop operating during the time of the venous needle dislodgement. The blood in the dialyzer and extracorporeal circuit were not returned to the patient and the estimated blood loss is 500ml. Cardiopulmonary resuscitation was initiated by the clinic's staff when the unconscious and unresponsive patient was found. Resuscitation efforts included chest compression, oral airway management, oxygen, ambu bag, 3l saline ivp bolus via right tunneled catheter, and no shocks advised per automated electronic defibrillator analysis. Patient became alert and responsive, pulse was 90-100 bpm, systolic blood pressure 99mmhg, respirations agonal, and the patient was brought by emergency medical services via stretcher, to a hospital emergency department and admitted. As of (B)(6) 2014, the patient continues to be admitted to the hospital, and the outcome of the patient being hospitalized due to experiencing and estimated blood loss of 500ml is unknown.

Manufacturer narrative:
Based on the information provided it is unknown how the device may have caused or contributed to the event. Medical records were received and reviewed by the post market surveillance department and information is provided in this report. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.